Event description:
Customer reported recurring occlusion alarms. No adverse impact to the customer¿s blood glucose level was reported. The customer disconnected the call, therefore no additional information was obtained.